Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited a capturing problem. The left ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of capturing anomaly was confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection found lead body insulation was perforated and x-ray examination found the inner coil was damaged proximal to the s-curve region. The cause of the reported event was due to perforated lead body insulation consistent with procedural damage.